Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided device photographs revealed blood in the inflation balloon and in the inflation device. Leaking was also observed near the flex tip. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. A complaint history review from december 2020 to november 2021 for the edwards commander delivery system (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that patient/procedural factors (high push force, high alignment forces, excessive manipulation, stent, tortuosity, calcification) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the provided case imagery. However, due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was not able to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. There were no defects to the device identified during device prep and the valve was successfully implanted, this indicated the leakage is not an out of the box issue. As reported through case notes, 'after the commander delivery system was removed from the patient and the atrion inflation syringe still fully sealed and attached to the delivery system, blood was seen in the atrion syringe. The overall sealing condition was checked, and a tear was found at the balloon.' Returned imagery was evaluated and although the source of leakage is unknown, there is liquid with blood seen in the inflation balloon and the inflation device. A post-procedural video provided also shows that the inflation balloon was able to be fully inflated after it was withdrawn, some leaking is shown coming from the flex tip and crimp balloon region, although the source of leaking is not confirmed. It was also reported through case notes that the patient had 'severe aortic valve calcification'. Calcific nodules can impinge or damage the balloon and compromise the balloon wall structure. Due to the successful valve deployment, it is possible that calcification in the patient's annulus caused damage to the balloon just after full balloon inflation and prior to deflation, or during device withdrawal and thus led to the reported event of leaking in the delivery system. Although a definite root cause was not able to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. The valve was successfully implanted without any reported issue and no patient injury. No difficulties withdrawing the device were reported. After the commander delivery system was removed from the patient and the atrion inflation syringe still fully sealed and attached to the delivery system, blood was seen in the atrion syringe. The overall sealing condition was checked, and a tear was found at the delivery system balloon. Information regarding the native annular diameter was not provided. The sov diameter measured 31.1mm, 31.2mm and 34.1mm. Severe calcification on the native nc leaflet was reported. The delivery system was discarded and not available for evaluation. The exact location of the balloon tear is unknown.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.